Event description:
It was reported by repair work order that the footend lift was stuck at an elevated height due to the cpu board malfunctioning. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.